Manufacturer narrative:
Service was not dispatched to the site for this event. Beckman coulter inc. Investigation via customer assisted troubleshooting did not find any pack sharing occurring between this instrument and an alternate instrument in the laboratory. It determined that the customer had mis-loaded an accutni reagent pack that was in the instrument inventory software but not physically on board the system. The customer also indicated that multiple other reagent packs were not located in the position defined by the system inventory; however upon follow-up only the accutni reagent pack could be confirmed as misloaded. As it was unclear as to whether other reagent packs were misloaded it was advised that the customer proactively discard all onboard reagent packs that had been in use prior to the event. The customer did not indicate any additional erroneous patient or quality control results had been generated from any other reagent pack. The beckman coulter inc. Access 2 operator's guide defines the appropriate means of loading a reagent pack onto the instrument, as well as the ramifications of not utilizing the correct method of loading a reagent onto the system. The cause of this event is use error linked to the misloading of the accutni reagent pack on the instrument. Beckman coulter inc. Previously issued a customer notification in regards to this issue. (B)(4).

Event description:
The customer reported that cardiac troponin (accutni) no value quality control results with instrument flags were generated on the synchron lxi 725. The instrument flag was an indeterminate flag which is indicative of a result which cannot be distinguished from a system failure because the relative light unit (rlu) reading or concentration is too low. The customer did not report any erroneous patient results were generated in connection to this event. There was no death, serious injury or modification to patient treatment associated or attributed to this event. The reagent and calibrator lot numbers associated with this event were 121411 and 121451 respectively.